Manufacturer narrative:
(B)(4). Evaluation, results: (endoleak). Results and conclusion: (aggressively ballooned).

Event description:
An endurant bifurcated stent graft system was implanted in a patient for the emergent endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology were not reported. It was reported that the patient was symptomatic and had back pain. After the stent grafts were implanted, the stent graft was ballooned aggressively with a 30 cc syringe and approximately 22 cc of the fluid was injected to inflate the balloon. There was a delayed blush type IV endoleak noted at the aortic bifurcation. No further intervention was performed. No additional clinical sequelae were reported, the patient is fine and will be monitored.